Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. The archive from the procedure was sent to medtronic for evaluation. When loaded onto a known operational navigation system, the memory of the system would run out when attempting to view each exam. The behavior exhibited was consistent with a known anomaly in the medtronic navigation software anomaly tracking database.

Event description:
Medtronic received information that, while in a deep brain stimulation (dbs) based procedure, the navigation system displayed a low memory warning message. It was noted that 7 exams were being used alongside no dti tracts and no models. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.